Manufacturer narrative:
The complaint states second revision right total hip arthroplasty. Primary operation date: unknown. First revision date: (B)(6) 2014 (B)(6) hospital (B)(6). Second revision date: (B)(6) 2017. Reason for revision: srom femoral prosthesis loosening - sleeve and stem. Removal of srom stem, sleeve and ceramic head. Removal of ceramic liner. X-ray photos, explanted implant photos and photos of first revision component implant stickers available. A complaint database search did not identify any anomalies. A review of manufacturing records did not identify any anomalies. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reason for revision: srom femoral prosthesis loosening - sleeve and stem.